Event description:
According to the info received, approx 7-8 weeks postoperatively (exact date of implant is unknown), the pt experienced symptoms and the vein graft to the left anterior descending (lad) artery was found to be occluded. It was reported the pt had been "fine" 6 weeks postoperatively with a "normal" stress test. At reoperation, the connector was removed, the stenosed subclavian artery was stented, and the bypass to the lad was redone with suture utilizing the mammary artery. No add'l info was received.